Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that there was a power on reset (por) error message displayed on their recharger. At that time, the patient was trying to rechargetheir implantable neurostimulator (ins) after being in an overdischarge state. It was noted that the por was related to the overdischarge event. The patient was able to clear the por and charge their ins; however, their ins started pulsating. When troubleshooting, the patient thought they pressed the wrong button because they ¿turned off¿ and ¿turned back on¿ the device, and then the stimulation was pulsating really high. It was noted that the pulsating stimulation lasted longer than 20 minutes. This was considered to be a sudden change in therapy/symptoms. Further troubleshooting was performed. The patient stopped charging and restarted the 60 minute physician mode reset (pmr), which reset the ins and stopped the overstimulation. It was noted that the patient was able to charge their ins. Afterwards, the patient tried to connect with their programmer and got a warning por. It was reported that there was poor communication on the ins, as the patient was also seeing a poor communication screen on their programmer, which they described as a ¿circle with the programmer.¿ it was reviewed that the patient should continue charging, but the por on the programmer needed to be cleared by a clinician programmer 8840. The patient was redirected to their healthcare provider (hcp) to have the device interrogated. It was noted that all of the issues started on (B)(6) 2017. No further complications were reported or anticipated. Indication for use is non-malignant pain.